Event description:
User alleges that had two events of inspiratory limb disconnecting resulting in patient rebreathing expired gases and rising inspired co2 levels. Also one event of the breathing bag shearing in half near the hub.